Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed; no anomalies found.

Event description:
It was reported, the lead was unable to fit in the patient's vessel. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.